Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported that water droplets were found inside the graft insertion kit before opening.

Manufacturer narrative:
The investigation for the sterility issues has been completed. The product was returned and evaluated. The packaging seal was inspected, and no abnormalities were found. The packaging was opened and the reported "water droplets" were found to have an oily consistency. The residue most likely originated from the silicone oil added to the products.